Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic conducted a post market clinical follow-up (pmcf) survey to seek out potential new risks and assess performance of the euphora rx ptca balloon catheter survey results from an interventional cardiologist in practice 4 years. In the past 12 months the physician has used euphora rx 55 times and euphora rx (1.50 x 6 mm), (other intermediate sizes) and (4.00 x 30 mm) were used the following complications adverse events/effects were encountered using the euphora rx product over the last 12 months: one dissection was directly related to euphora rx which occurred at 18atm.